Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage to multiple components. The cause of the inability to power on is the damaged components. The cause of the damaged components is high voltage deviating to low voltage circuitry. The cause of the voltage deviation is contamination on the j1002, j1003 connectors. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.